Event description:
Crews responded to a cardiac arrest call; disposable defibrillation electrodes were attached to the pt. Reportedly when the charge key was pressed the device indicated 'check cable' and use of the device wa inhibited. An engine crew had responded to the call and was on scene. Their device was obtained, the same defibrillation electrodes were used and care to the pt was continued. The reporter stated the behavior of the device caused a delay in care. The pt was transferred to the hosp; the outcome of the pt was not known. Medtronic received no report of adverse effects to the pt as a result of device operation.